Event description:
It was reported that the micro drill ran without user activation during a procedure. A back-up device was used to complete the procedure without pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Visually, the sockets were corroded. Upon disassembly, it was observed that the bearings on the rotor did not turn smoothly and that there was corrosion in the motor assembly. The presence of a corroded motor assembly, including corrosion in the sockets, is likely to cause or contribute to the handpiece running without user activation.